Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call for high blood glucose. Customer's blood glucose was 492 mg/dl. Patient's current blood glucose: 447 mg/dl. Customer treated with manuel injection. Customer reports the symptoms related to their high blood glucose was difficulty breathing. Customer mother stated son is ok to continue troubleshoot. Customer contacted their healthcare provider regarding the high blood glucose. The insulin pump will not be returned for analysis.